Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition that the attachment would not go in was not confirmed. However during evaluation, it was noted that the device was noisy and the mid and back assemblies were corroded. The device also failed pretest for excessive vibration during temperature testing. The assignable root cause was traced to improper maintenance. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that the minimal access drive attachment device had an unknown malfunction. It was further clarified by the reporter that the "attachment would not go in". During in-house engineering evaluation, it was determined that the device was noisy and the mid and back assemblies were corroded. The device also failed pretest for excessive vibration during temperature testing. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.